Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis and blood glucose (bg) level of 580 mg/dl; cause was unknown. Customer went to the hospital where they were treated with intravenous insulin to resolve the issue. Customer was discharged on (B)(6) 2019 with no permanent damage. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.